Manufacturer narrative:
One (1) photo was shared by customer, where the item #am6100 is observed with several connections from the clave. A leaks coming from the union between the luer and the manifold was confirmed. No additional damage or anomaly was observed. Based on the leaks observed from the union between the luer and manifold, this issues is known typical due to an incomplete insertion during manufacturing process. The device history review couldn't be performed due to lot number for this complaint was unknown.

Event description:
The event occurred on an unspecified date and involved a 10" smallbore ext set w/6-port nanoclave® manifold (orange, red, blue, purple, yellow rings), check valve, clamp, rotating luer. It was reported that they had a leaking issue with the product. There was no report of patient harm.

Manufacturer narrative:
A physical sample is not available however a photo was provided and is pending an investigation.